Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. After changing the angle of the device, a second proglide was used to achieve hemostasis. There were no reported adverse patient effects, no additional information was provided.

Manufacturer narrative:
The device was received. Information is not yet complete. Incorrect use of device - patient selection. The proglide instructions for use (IFU) state: (special patient populations) "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site."